Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering boluses. A follow up on (B)(6) 2016 indicated that the customer received an occlusion alarm. The customer did not remember if the event impact their blood glucose level. Reportedly, the customer reverted to manual injections and had not been connected to the pump for 2 weeks. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report.